Manufacturer narrative:
The actual device was returned for evaluation and testing. The device was evaluated and the reported condition was confirmed. An assessment was performed and it was observed that the device is running a little loud, but was still functional. During repair it was observed that the electronic control unit (ecu) contacts were corroded, and other components of the device were worn and corroded and had some debris on them. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported that the small battery drive device had an unknown malfunction. During in-house engineering evaluation it was observed that the device was running a little loud, but was still functional. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.